Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were in the analyzer, the stopper remained in the tubes. There was no report of patient impact. The following information was provided by the initial reporter: customer states on occasion when using the roche chem line 8100 system only the hemogard is being removed, leaving the rubber stopper in the tube.

Event description:
It was reported that when 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were in the analyzer, the stopper remained in the tubes. There was no report of patient impact. The following information was provided by the initial reporter: customer states on occasion when using the roche chem line 8100 system only the hemogard is being removed, leaving the rubber stopper in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received 99 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and the issue of closure separation was not observed. The 99 customer samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. The 90 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation based on photos only.